Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, immediate implantation. Implant bucked out at initial impression visit - dentist suspect poor bone quality.